Event description:
Philips received a complaint on the device efficia dfm100 indicating that during the device check, it was detected that the processor pca, capacitance, paddle tray and battery of the relevant device were defective. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips local service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator monitor indication that device is out of service. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips bench repair checked device and found the processor pca, capacitance, paddle tray and battery of the relevant device were defective. According to the service procedure, the defective parts must be replaced with new ones. A service quote has been provided to the customer. However, as of the date of closure of this complaint, the customer has not accepted quotation and the bench repair work order is canceled. The reported problem was determined to be due to several component failures. The root cause of the component failures could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.